Manufacturer narrative:
This was initially reported on the summary report dated 06/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, recurrence, dyspareunia and emotional distress. It was also reported that the plaintiff experienced leakage and pelvic pain. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was cardiopulmonary arrest.